Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Reference MFR. Report#: 1627487-2019-10016, 1627487-2019-10017. It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s system was explanted.